Event description:
This infant missed one dose of q8h antibiotic; when tubing was unclamped, plastic remained pinched, preventing drug flow thru tube. A graseby syringe pump was unable to push fluid thru the tubing plunger of a 60ml dosing syringe bowed from pressure of pump on the syringe.